Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the low voltage fault is valid and the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the low voltage fault is valid and the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and new device was placed. No additional adverse patient effects were reported.